Event description:
While troubleshooting a check lines and bags alarm, the home patient (hp) stated that bags were put on the wrong lines. The hp was connected it the cycle was during dwell 6 of 7. The technical service representative (tsr) assisted the hp to end therapy per the hp's request. The hp would call the nurse regarding the missed therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, failed to follow therapy steps is confirmed because the bags were put on the wrong lines, which is a use error that can result in inadequate therapy. The root cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.